Event description:
It was reported that during intracranial stenosis procedure, while delivering the subject guidewire through the lesion site, the physician suspected that the middle part of the subject guidewire had fractured and withdrawn it. Upon inspection, the subject guidewire tip was found to be broken. After that, in the same procedure, the stent was prepared to deploy but resistance was felt when it entered the microcatheter and prevented it from being advanced and later on the stent was withdrawn and partially refracted it into the introducer sheath and also resistance was felt when removing the subject guidewire from dispenser hoop. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during intracranial stenosis procedure, while delivering the subject guidewire through the lesion site, the physician suspected that the middle part of the subject guidewire had fractured and withdrawn it. Upon inspection, the subject guidewire tip was found to be broken. After that, in the same procedure, the stent was prepared to deploy but resistance was felt when it entered the microcatheter and prevented it from being advanced and later on the stent was withdrawn and partially refracted it into the introducer sheath and also resistance was felt when removing the subject guidewire from dispenser hoop. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. There are controls in the manufacturing process to ensure the product¿ met specifications upon release. During visual inspection, the distal 9cm section of the guidewire was noted to have been fractured with fracturing to the nitinol tubing and core wire and extensive stretching to the platinum coil. The functional inspection was unable to perform due to damage. The reported events are covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire fracture was confirmed. The reported device difficulty to remove from packaging was unable to be replicated, however the analysis results are consistent with the reported event. The device failed to meet specification when returned, based on the damage noted. It was reported that when delivering the guidewire through the lesion site, the physician suspected that the middle part of the guidewire had fractured and thus withdrew it. Upon inspection, it was found that the tip of the guidewire had indeed broken. Additional information provided by the customer indicated that resistance was encountered removing the guidewire from the dispenser hoop, the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. The guidewire was returned and it was confirmed that the distal end had been fractured, there was also extensive stretching noted. It cannot be definitively determined if the difficulty experienced in removing the guidewire form its dispenser hoop caused or contributed to the reported guidewire fracture, as it was also stated that the device was confirmed to be in good condition during preparation/prior to use on the patient. It is likely that any resistance experienced during removal from its dispenser hoop was due to handling of the device. Therefore, an assignable cause of handling damage will be assigned to the reported "device or component could not be removed from packaging". It is probable that there were procedural and/or anatomical factors present during the clinical procedure which caused the guidewire to become fractured during the advancement to the lesion site and the subsequent guidewire stretching during removal of the guidewire. An assignable cause of procedural factors will be assigned to the reported and analyzed "guidewire distal tip broken/fractured during use" and to the analysed "guidewire distal tip stretched", as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.